Event description:
Surgeon was using the aveta hysteroscopy system for her case. The specimen trap, that is a part of the aveta waste management system, cracked down the middle. A new waste management system was opened and used to finish the case.